Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had needle broke. The customer¿s current blood glucose level was 200 mg/dl at time of incident. The customer stated that they had removed sensor cannot see the cannula. Customer reported that the sensor was fractured while in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened and used.